Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient visited the school nurse for a correction bolus of 19 units and sent him back to class. When the school nurse went back later to check on the patient, his bg (blood glucose) level was 584 mg/dl. Patient had been wearing the pod between 4 and 24 hours. The patient was reporting symptoms of polydipsia, nausea, dizziness and upset stomach. Patient's parent picked him up from school and when they got home, they discovered the pod had reportedly fell off the infusion site (abdomen), causing the cannula to dislodge. A new pod was placed, and the patient was given water to drink along with an additional 15 units through the new pod. The patient's bg values later dropped to 60 mg/dl, and a snack was given.